Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that sterilized water leaked during use (possible syringe). Per additional information received via email on (B)(6) 2023, stated that leakage from the valve was wrong. The correct event was at the time of opening, the inlet tube and the bag were attached, and the bag was damaged.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterilized water leaked during use (possible syringe). Per additional information received via email on 07mar2023, stated that leakage from the valve was wrong. The correct event was at the time of opening, the inlet tube and the bag were attached, and the bag was damaged.